Manufacturer narrative:
No initial reporter information is available at this time, but questions have been extended for this as well as additional incident information. The incident sample has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that an unknown issue occurred with the device that resulted in a temporary injury to the patient. No serious injury occurred or surgical intervention was required.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the global complaint handling system. The device was not returned to the post market vigilance laboratory for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported that the device was used in the reported procedure. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The product was not returned and no failure mode was identified. These units do not meet the requirements for a manufacturing or (service) failure. If information is provided in the future, a supplemental report will be issued.